Event description:
A malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no immediate action to address the elevated bg level and did not require assistance from a third party. Technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised that they may continue using the pump while being instructed to call back if the issue reappears.